Event description:
Customer reported a cracked and shattered touchscreen on their pump, which rendered the touchscreen illegible and unusable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, cts arranged for a replacement pump and instructed the customer to use multiple daily injections (mdi) as a temporary backup therapy. The customer was guided through the process of putting the damaged pump into storage mode and instructed to return it using a pre-paid label within 10 days.